Manufacturer narrative:
The device was received with operating currents within specifics. Device passed selftest, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Device was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the patient had a blood glucose over 400 mg/dl and 600 mg/dl due to insulin flow blocked alarms. The patient had a bent infusion set cannula. The patient treated via manual insulin injection. The insulin pump will be returned for analysis.